Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the cosser catheter with product packaging and label were returned. No visual anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested by advancing a guidewire. The guidewire was loaded through the guidewire port and did not exit the distal tip of the lumen. The guidewire stopped approximately 1.4cm from the distal tip and was unable to be advanced any further. The guidewire was then inserted through the distal tip and was only able to be inserted approximately 0.8cm. The outer catheter was removed at the distal tip and a black material could be seen inside the guidewire lumen, approximately 0.8cm from the distal tip. The guidewire lumen was removed at this location and the black material was removed. The black material appears to be the outer coating of the customer's guidewire. The segment of the guidewire outer coating measured approximately 0.6cm in length. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for device-device incompatibility, as a segment of the outer coating of the customer's guidewire was found detached within the guidewire lumen. Per the reported details, a command guidewire was used during the event. The abbott vascular command guidewire has a 30cm polymer-jacketed distal end. The crosser instructions for use (IFU) states that "it is not recommended to use the crosser over wires which have polymer-jacketed distal ends," therefore it is likely that the use of a polymer-coated guidewire resulted in the metal tip becoming stuck on the guidewire and detaching. The probable root cause is likely user related. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. It is not recommended to use the crosser over wires which have polymer-jacketed distal ends. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a cto in the sfa using an anterograde approach, the guide wire allegedly entrapped in the recanalization tip. It was further alleged that a small piece of the guide wire remains in the subintimal layer. The tip of the recanalization catheter did not detach. The lesion was crossed successfully. There was no patient injury reported.